Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. Final analysis found a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. The cause of the reported event was due to blood clogging the helix and an over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right atrial lead exhibited failure to extend helix. The atrial lead was removed and replaced. The patient was in stable condition.